Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on november 9th reported the cause of the pain in the hips may have been connected to a pulled lower back muscle. The patient reported they did not think there was a specific issue with the lead. The patient stated they did not take any actions or interventions taken to resolve the pain in the hip. The patient stated they thought the issue was resolved. There were no further complications that have been reported as a result of this event. The patient stated that some results were better than none. The patient noted for 16 years they woke up everynight 7 times to urinate. The patient stated the healthcare professional (hcp) and manufacture representative (rep) hope the interstim would drop it to 3 wakes up, but they still got up 5 or 6 times every night. The patient noted the difference was they could sometimes they could get longer intervals between wake ups. The patient noted one thing they had figured out to do that made a considerable difference in urine volume nightly was they avoid salt whenever they could and go out of their way to not have any after 2 pm. The patient noted eating pasta or no sodium shielded wheat (big bisquits) late on the day also made a difference. The patient stated if this was the best result they would have to accept it, but if there was something that could be done to have it checked out whenthe patient went in for a new battery they would love that. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), lot#: va0fr4a, implanted: (B)(6) 2014, product type lead b3. Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had an unusual pulled muscle at the waist line just a little over from the spine and the interstim was implanted in the upper buttock just below the waist line. Patient did not believe this was related to the interstim. Patient indicated he was doing too much bending over and ¿it kind of went boing¿. Patient also reported he had a little tiny bit of arthritis in his hip every now and then but it seemed like his hip is hurting a little bit more on the side of his body where his implantable nuerostimulator (ins) was implanted. Patient was wondering if that could be caused by a malfunctioning lead or something. Patient stated the hip pain was not chronic (usually his hip would hurt 3 or 4 times in the winter and then it would go away) and he just chalked it up to arthritis. He put more cushion in his shoes and thought maybe he was just doing too much bouncing while moving grass. Patient also mentioned other medical history that he had given himself sciatica from walking too much on concrete which he resolved by switching from walking to biking. He had previous twisted in his ankle and used dmso cream/pennsaid which resolved the ankle pain. There were no further complications that have been reported as a result of this event.